Manufacturer narrative:
The investigation into low pump flow issue has been completed since the original report was filed. The medical center in japan did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the low pump flow issue was biomaterial found on the inlet cage based on provided clinical details.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device experienced some suction problems and a thrombus like substance was observed. Impella had to be removed under surgical thoracotomy. The patient was in a stable condition at the end of the pump explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.